Event description:
The device was returned due to backup mode. Additional information was requested but has not been received.

Manufacturer narrative:
Correction: upon review, this product should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction post-distribution and did not cause a serious event.